Event description:
It was reported that balloon ruptured occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified upper arm. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. During the procedure, the balloon ruptured on the first inflation at 8 atmospheres for 5 seconds where the shape was in the form of a pinhole. The device was removed without any problem and was replaced for a different device to complete the procedure. No complications reported, and patient status was stable.